Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2026 and suture was used. Needle separated from suture twice in one case. There were no surgical delays reported. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/17/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. During handling following passage through the tissue. He said he had two sutures with the same issue during the case please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Deficient suture was disposed, no device to send for analysis provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Spoke with the surgeon directly. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.